Event description:
An attempt was made to deploy a 2.5mm diameter x 18mm length endeavor sprint drug eluting stent in a patient. The target lesion, located in the diagonal lesion in the lad, exhibited 70% stenosis and little calcification and was not pre-dilated. The device was inspected and prepped prior to use with no abnormality noted; however it was reported that the stent couldn¿t pass the lesion. Upon device removal, it was noted that the stent was damaged. It was reported that force was required to advance/remove the device to/from the target lesion. The procedure was completed using another endeavor stent. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Results: no device return. Failure to deliver stent and stent deformation. Patient lesion morphology, 70% stenosis and calcification. Force used. Conclusion: no device return. Patient lesion morphology, 70% stenosis and calcification. Failure to deliver stent and stent deformation. Force used. (B)(4).